Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indi cation for use was radicular pain syndrome. It was reported that the patient's pump had been beeping for over a month and was empty. It was noted that the patient had not found anyone to fill it. No further complications have been reported as a result of this event.